Manufacturer narrative:
(B)(4).

Event description:
The customer obtained questionable results for one patient using the elecsys hcg + beta test system (hcg+b) on the cobas 8000 e 602 module (e602). All results are in units of miu/ml. On (B)(6) 2017, the initial result was 146. This result was released outside of the laboratory. On (B)(6) 2017, a new sample was taken with a result of 59,000. The physician then questioned the result from (B)(6) 2017, and requested that the original sample be repeated. On (B)(6) 2017, the original sample was repeated with a result of 360,347. The patient was not adversely affected. The hcg+b reagent lot number and expiration date were requested but not provided. Confirmation of the instrument serial number has been requested. Calibration and qc were acceptable on the date of the event; therefore, a general instrument or reagent issue can be excluded. The field service representative inspected the instrument, performed verification checks and completed performance testing, all of which were acceptable. A specific root cause could not be determined. Additional information for further investigation was requested but not provided. A possible root cause for this event may be related to sample quality.

Manufacturer narrative:
The instrument serial number was confirmed as (B)(4), which was previously reported. The result of 59,000 miu/ml was considered inconsistent with the patient's other results and clinical status of a normal pregnancy. The result of 360,347 miu/ml was deemed to be correct. The customer provided additional information for investigation. The instrument maintenance was up to date; laboratory humidity and temperature were within specifications. A review of the alarm trace information showed several sample pipetting alarms (abnormal sample aspiration, sample short). This indicates repeated sample quality issues (e.g., clots, inadequate sample volume), and further supports the possible root cause previously reported for a non-reproducible false low result.